Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received morphine (25-28mg/day) via intrathecal infusion pump for n on-malignant pain and other chronic pain. It was reported that the patient had a full body lithotripsy about 6-7 years ago and it ¿fried¿ the pump. It was reported that the patient had to get the pump replaced after that. The caller wanted to know current lithotripsy guidelines and if the pump needs to be checked afterwards. It was stated the patient would be getting a focused lithotripsy on the opposite side of where the pump is. Guidelines were reviewed.